Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a user advisory (ua) 19 (max applied load exceeded) error message was confirmed during the initial functional testing and archive data review. The customer reported (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the archive data review but not during the functional testing. The root cause of both reported errors was due to the failed load cell module, likely attributed to a failed component or mishandling such as a drop. The customer mentioned seeing error (ua) 48, but that code does not exist. However, the archive review showed instances of (ua) 45 (not at "home" position after power-on/restart) error message. The root cause for the ua45 error message was due to the driveshaft not being at the "home" position, which was likely attributed to user error. The ua45 error was cleared by the user and not reproduced during the functional testing. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. A review of the archive data confirmed the presence of multiple (ua) 07 and (ua) 19 error messages, thus confirming the reported complaint. The autopulse platform passed the initial functional testing, however, during further testing the intermittent ua19 error was observed, thus confirming the customer complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 2 was exceeding normal parameters. The load cell module needs to be replaced to address the ua19 and ua07 errors. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the training, the autopulse platform (sn (B)(6) was used with the manikin and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), (ua) 19 (max applied load exceeded), and (ua) 48 error messages. The platform was restarted and the lifeband was pulled up; however, the platform shut off and restarted, displaying the same error messages without tightening the lifeband or starting the compressions. Per the reporter, the platform has intermittently worked properly. Per the reporter, the manikin was used on another platform without any issues or errors. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.